Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented through merlin.net transmission, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing (nsrvo) episodes due to post-paced t-wave oversensing. The patient was brought into the clinic for further evaluation. Upon device interrogation, nsrvo episodes were observed. Programming changes were made. The patient was stable.